Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (discharge profile fault, capacitor voltage fault) has been confirmed.  Upon investigation the monitor failed auto detect and treat testing.  The cause for the failure was isolated to contamination on the pins of pca jumper j1000. Root cause investigation of similar failures determined that flux contamination on j1000 caused the failure. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a (B)(6) patient was receiving discharge profile fault flags and capacitor voltage faults.